Event description:
It was further reported that the patient presented to the hospital 158 days post index procedure and underwent the tvr CABG 160 days post index procedure. The lmca was free of significant disease. The lad had 50% proximal stenosis, and luminal narrowing without critical stenosis in the previously placed stent. The rca had proximal, mid, and distal high grade residual disease.

Event description:
Same as MDR 6000089-2005-1251, 1253, 1254, 60000-2005-966, and 967. It was reported that 160 days after a coronary artery drug eluting stenting treatment procedure the patient underwent a target vessel reintervention (tvr) of the rima to distal right coronary artery (rca) to alleviate diffuse in-stent restenosis. The patient was enrolled in the arrive 2 program on the date of the index procedure. Attempts were made to predilate the r-pda via the rca but were unsuccessful due to proximal stenosis. Rima catheterization was then attempted but also unsuccessful leading to a proximal ostial dissection requiring multiple overlapping stents. Target lesion 1 (120mm long) was identified in the rima to the distal rca with 100% stenosis and a 3.0 mm reference vessel diameter. Initially, two 3.0 x 32mm taxus stent were deployed followed by a 2.75 x 32mm taxus stent. There was re-establishment of flow, however, there were 2 gaps that required a 3.0 x 12mm taxus stent in between the first and second stent and a 3.0 x 8mm taxus stent in between the second and third stent. Because of some distal narrowing, a 2.5 x 24mm taxus stent was deployed. Finally, balloon angioplasty was performed at the ostium of the pda. Residual stenosis was less than 10%. Of note, the patient did have chest discomfort with the occluded graft and inflation of the balloon catheter across the pda. The patient was transferred to the ICU for monitoring and started on integrilin. Pt was discharged two days post index procedure on plavix and asa. The patient presented 159 days post arrive 2 enrollment with intermittent atrial fibrillation. Cardiac catheterization revealed that the lad had 60% stenosis of the 1st diagonal before bifurcation and 70% stenosis at the bifurcation of a larger vessel. The lcx had 60% stenosis in the distal stent, but the obtuse marginal branches were free of disease. The rima to rca had 90% diffuse narrowing in the multiple overlapping stents. Cabgx4 was performed, 160 days post index procedure, including lima to lad, svg to diagonal, svg to obtuse marginal, and svg to rca. High grade residual disease remained in the proximal, mid, and distal rca as well as a 60% lesion of the obtuse marginal and some disease in the ostium of the diagonal. The patient will be considered for repeat CABG. The patient was discharged six days post tvr. In the opinion of the physician there was a probable relationship between the taxus stent and the event.